Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the software. This did not resolve the reported malfunction of blank screen. The customer will continue to troubleshoot the issue and will complete the necessary repairs. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).